Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus. However; investigation is ongoing. During the initial evaluation, the user's report of no image was partially confirmed, the unit was displaying a intermittent image during testing. However; after aeration, the image was presenting as it should. Additionally, the excessive stretching was noted in the distal end and minor indentations were found in the insertion tube. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during reprocessing his evis exera ii ultrasonic bronchofibervideoscope stopped providing an image. This event had no patient involvement.

Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the reported image failure. The problem was not reproduced. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a root cause for the reported image failure. Olympus will continue to monitor field performance for this device.